Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Ipg pocket remains on the left flank but during procedure it was recreated and the ipg was repositioned within the same pocket. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention may be undertaken to address this issue.